Manufacturer narrative:
Corrective action: 1. 2/5/97 final assembly, for the alarm loudness control, to place tooth lock washer on the inside of the chassis back panel and the panel nut on the outside of the chassis back panel. 2. 1/22/97 alarm speaker wires place heat shrink on both wire terminations and change wire orientation. 3. Reposition tubing assembly.

Event description:
The product involved failed to produce a flow to the pt's gas outlet. No pt details were recorded and there was no injuries or deaths reported.